Event description:
It was reported during a pump replacement, the healthcare professional (hcp) encountered a sc connector catheter break. A new connector was implanted during the pump replacement. The pump was used to deliver lioresal (baclofen). Additional information received reported the catheter issue was discovered "upon opening pocket during replacement surgery". No catheter segments were left behind.

Event description:
Additional information received reported the catheter issue was identified while having the pump replaced because it was nearing life. The catheters were left in the intrathecal space. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n121215, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (lot # n121215) found no significant anomaly. The catheter was damaged at explant. Analysis of the catheter (sn (B)(4)) found no significant anomaly. The catheter was incomplete and returned in segments, but had acceptable testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.